Event description:
On 2/3/97, a right mandible plate was implanted during bilateral mandibular and maxillary osteotomies. On 5/5/97 it was found that the device had fractured. On 5/6/97 the device was removed and replaced with another device.